Event description:
Customer reported the system malfunctions during cases. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord connector. System operates as intended.